Event description:
It was reported that before a photoselective vaporization of the prostate (pvp) procedure, with a patient present and under anesthesia, the display screen froze. The treatment of the patient could not be performed. There was no reported clinical consequence to the patient.

Event description:
It was reported that before a photoselective vaporization of the prostate (pvp) procedure, with a patient present and under anesthesia, the display screen froze. The treatment of the patient could not be performed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The console was serviced by field service engineer (fse) at the customer site. The fse replaced the touch screen display assembly resolving the reported issue. The laser console passed full functional and electrical safety testing. The top cover (touch screen display, control board) assembly, was returned for analysis. Visual inspection indicated that it was in overall good physical condition. The top cover was a little dirty from normal usage wear. Monitor flips up and down and holds in place. Front and back lids in place. Lids open and close with no issues. There was no physical damage related to the reported event. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned.